Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the patient's ins site is still a problem, pt clarified the healthcare provider didn't put the ins in right so the ins was revised in (B)(6) 2021. Pt stated the ins is still popping out and rubs on her pants. Pt stated she had to wear a pressure bandage to hold it in while she was healing. Pt stated she will contact her healthcare provider to have the ins checked and request a representative to check the programming. Patient services is also notifying field representatives about pt call. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.